Event description:
It was reported the right ventricular lead was implanted in the presence of a persistent left superior vena cava (svc), but it was not possible to defibrillate ventricular fibrillation with adequate safety margin. The physician elected to remove the lead and implant a new lead. It was noted the new lead was implanted from the right shoulder due to the persistent left svc and then tunneled to the left pectoral implanted device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4296 implantable pacing lead 2013-(B)(6), 2088tc competitor implantable pacing lead 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.